Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an increase in pacing impedance measurements. A lead fracture was suspected. A new ra lead was successfully placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).